Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, allowing continued use of the pump without recurrence of the malfunction code.